Event description:
It was reported that an ilet device experienced physical damage when the screen/bezel assembly separated at the side seam after the user removed it for charging; photos of the damage were provided and a replacement was arranged. Symptoms included no adverse clinical effects and no alarms. Outcomes included no injury, no medical intervention, and continued cgm use while awaiting the replacement device. Investigation included customer consultation, photo review, education on data sync and shutdown, and arrangements for device return and replacement. Investigation of this case revealed a hardware enclosure/seam separation affecting the exterior housing and display bezel, consistent with a mechanical integrity failure without functional alarms. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical housing failure of the device enclosure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.